Manufacturer narrative:
A ge oec service representative investigated the issue and could not duplicate the error. Known lock-up issue to be repaired with 9900 is7 remediation. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9900 fluoroscopy system locked up during a procedure. Reboot restored function.